Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unk trabecular metal stem-unknown, unknown-unk continuum cup-unknown, unknown-unk longevity liner-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00572 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a revision procedure approximately 9-years¿ post implantation due to elevated ion levels, metallosis, pain, pseudotumor mass, muscle weakness, partial hearing loss, difficulty walking, fluid retention, corrosion, tissue damage, and erosion. Trunnion and head noted corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.